Event description:
Event description guidant received information that this ventricular lead had high thresholds. An x-ray indicated the lead was bending under the clavicle bone. The physician suspected a lead fracture. Since the pacemaker was at replacement time, the physician performed an invasive procedure. On the operation day, the lead impedance varied from 570 to 2300 ohms.